Event description:
Pt reports that their pump (serial number (B)(6)) fell in the shower and it is not working as it is wet. Pt was able to switch to back pump and resume infusion. No adverse events reported. Pt is using pump to infuse veletri. Current dose is 16ng/kg/min. No additional information or details available. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Replacing pump.